Event description:
Follow-up information was received on 21-jan-2020: the physician informed that the volume of the product in the upper lip was decreasing. Due to the provided information, the outcome of the event diffusion of the product / migrated into the upper right lip / volume of the product which is in the upper lip was considered as resolving and changed from not recovered to recovering. The outcome of the event inflammation remained unchanged. Follow-up information was received on 27-jan-2020: the physician informed that the inflammation was resolving, only the injected product seemed to be in the lip. The outcome of the inflammation was therefore changed from unknown to resolving. The outcome of the diffusion of the product / migrated into the upper right lip / volume of the product which is in the upper lip remained unchanged.

Event description:
Follow-up information was received on 18-mar-2020: one month prior to the report, the patient informed the physician that the inflammation was resolved as the volume of the lips was normal. The patient did not provide information regarding the nodule in the lip, just that the physical aspect of the lip was normal. Due to the provided information, the outcome of the inflammation was changed from resolving to resolved, in 2020. The outcome of the diffusion of the product / migrated into the upper right lip / volume of the product which is in the upper lip remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, diffusion of the product /migrated into the upper lip / volume of the product which is in the upper lip, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100120048 was reviewed. A lot search was conducted on the reported lot and no/other similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with radiesse®, into the nose (wrongly reported as off label use). A cannula was used for injection. After the treatment with radiesse®, the patient experienced edema in the upper red lip on the right side. The physician informed that the product migrated into the upper lip. The outcome of the "edema in the upper red lip" was reported as not resolved, and of "migrated into the upper lip" was not reported. According to the reporter, it was unknown if the event was permanent. Follow-up information was received on 03-dec-2019: this case was upgraded to serious. The event 'inflammation' was added and the event 'edema in the upper red lip' was deleted. The event verbatim was changed from 'migrated into the upper lip' to 'diffusion of the product /migrated into the upper lip'. The coding remained unchanged. It was confirmed that off label use was wrongly reported. The patient's date of birth and age was provided. She was injected subcutaneously with a total of 1 ml (into one injection point) of radiesse®, into the tip of nose. Batch number was reported as 100120048. A lot search was conducted on the reported lot and no cases were noted. Cannula used for injection was reported as size 25 g. The patient was previously injected with hyaluronic acid into marionette lines and tear troughs and experienced a post injection transient edema on the right tear troughs. The patient's glogau classification was iii. The patient had no disposition to lymph drainage problems and no allergies. Further patient's history was reported as none. On (B)(6) 2019, after the treatment with radiesse®, the patient experienced a diffusion of the product, located on the upper right lip. She was not hospitalized. Systemic antibiotic was not prescribed. On (B)(6) 2019, the patient was prescribed only symptomatic treatment for edema and inflammation. A massage of the zone was also preformed. The outcome of the event 'inflammation' was not reported. The event 'diffusion of the product /migrated into the upper lip' was, according to the reporter, permanent and the outcome was considered as not resolved. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, related to radiesse® and not related to local anaesthetic in the product. Follow-up information was received on 11-dec-2019: the event verbatim was changed from 'diffusion of the product /migrated into the upper lip' to 'diffusion of the product /migrated into the upper lip / volume of the product which is in the upper lip'. The device history record was received. The patient was injected with radiesse® on (B)(6) 2019. The reporter informed that there was no action planned to remove the product from the lip. In the opinion of the physician, there was no edema, but it was the volume of the product which was in the upper lip. The outcome of both events remained unchanged.